Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The date of this event is unknown. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm 38" was confirmed during device evaluation. The root cause was due to a damaged right force sensing resistor (fsr). The right fsr was replaced to resolve the reported condition.